Event description:
Peg placed in 2003 and removed 2 months later. Inpatient in ward. Difficulty feeding pt. Skin disc noted about 2" above the skin, so staff undid the disc and retightened it to skin level. Pt still difficult to feed and skin becoming red with excoriation and leakage. On endoscopy, no internal bumper visible, no internal excision visible. Internal bumper migrated into tract. Stomach had "closed over" and feed being pumped into surrounding tissues causing ulcer, excoriation. On removal internal bumper collapsed. Pt required antibiotics and extended length of stay in hosp.